Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia as well as hypoglycemia. Customer¿s blood glucose level was 45 to 465 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high and low blood glucose. The customer did not experience any symptoms related to the high and low blood glucose. The customer also reported that insulin pump had rewind anomaly. The customer states the battery life was gone and rewind process was louder. The insulin pump will not be returned for analysis.